Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Pump received on 1/24/2024 and tested on 3/4/2024. The pump was given the initial complaint code of "1unk1: unknown issue - unknown issue from customer" due to the pump being reported to beep, but there is no specific reason pointed to. According to the nimbus ii series complaint investigation process work instruction with document # (B)(4), any pump with an "unknown issue" complaint is to be evaluated for all acceptance criteria as defined in the work instruction, with any failures being documented. The pump's event log was also pulled and reviewed, as defined in the work instruction. After reviewing the pump's event log, an abrupt power off was found, including one shown here on event line 625, as highlighted by the "log_event_on" codes without a "log_event_off" before it, meaning that the pump had to be powered back on without being powered off. See the complaint in question for detail information. Due to the abrupt power off found during the event log review, this has caused the reportability to be changed to "yes" for the complaint. It was also noted that the pump underwent several constant upstream occlusion alarms during its infusion history, with the upstream occlusion code "e04" being found to alarm 107 times. See the complaint in question for detail information. Issues of abrupt power and upstream occlusion alarms were found, device not performing to specification.

Event description:
Infutronix received a report that a pump had an 'unknown issue ". Pump received on 1/24/2024 and tested on (B)(6) 2024. Detail of the device evaluation can be found in section h of this MDR.